Event description:
The nurse advocate states that customer's contour gave a blood result that was at least 30mg/dl higher than a different meter. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer. The advocate was asked to return the customer test strips for evaluation.